Manufacturer narrative:
1/22/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a total gastrectomy procedure. The staples did not form properly. The surgeon resected the tissue at the application site and applied another device successfully.